Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bowel resection procedure, when firing the surgeon was placing a lot of tension on the stapler when it articulated on its own. After firing the device reload was difficult to unload, they had to be straighten out by hand just to be able to removed. Another load was loaded on the same stapler and worked fine. There was no patient injury.